Event description:
Trials did not match implants.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Correction - results.

Event description:
Trials did not match implants.

Manufacturer narrative:
An event regarding length discrepancy between trial and implant involving an mrs trial stem was reported. The reported length discrepancy between trial and implant components only concerns the trial extension pieces. There is no evidence that there is a length discrepancy between the mrs trial stem and its corresponding implant stem. The affected trial extension pieces within the pi will undergo further investigations. Based on the provided information, the product reported in this investigation did not contribute to the event and is therefore considered concomitant.

Event description:
Trials did not match implants.